Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The pump was replaced to address the issue.